Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the contrast, up and down buttons, a misaligned up key contact, and an intermittently responsive contrast button that had not been reported by the user. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation completed (B)(4) 2012: investigation found the keypad intact and an intermittently responsive contrast button. The keypad was removed. Contamination was noted under the contrast, "up" & "down" key contacts and the "up" key contact was seen to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.